Event description:
Had internal jugular ash perm cath placed in 200. Presented in 2001 to begin ccpd training. While hemodialyzing, the perm cath was noted to be split with a blood leak. The catheter was clamped, blood returned through a peripheral line and hemodialysis terminated. Perm cath removed. Tip sent for culture. Blood cultures drawn from pt. Vancomycin IV given.